Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates: event, implant: estimated. The device was not returned for analysis as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. The reported patient effects of aneurysm, angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 2.5x18mm absorb scaffold referenced is filed under a separate medwatch report number.

Event description:
It was report that on (B)(6) 2015, a 2.5x 18 absorb scaffold was implanted in the proximal circumflex (cx) artery. In (B)(6) 2015, a 3.0x23 absorb scaffold was implanted in the mid left anterior descending (lad) coronary artery. In (B)(6) 2018, the patient experienced angina and on (B)(6) 2018, total occlusion of the right coronary artery was noted along with an aneurysm and 80-85% stenosis, where the lad scaffold was implanted and 75-80% restenosis where the scaffold in the cx was implanted. A 3.0x 18 xience sierra was implanted to treat the stenosis in the cx artery and a 2.75x18mm xience sierra stent was implanted to treat the stenosis in the lad, resolving the event. No additional information was provided.